Manufacturer narrative:
This follow up report is being submitted to correct information provided in the initially submitted MDR. Section d4 (catalog) has been corrected.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. The purge cassette disk was not recognized by the automated impella controller (aic) despite multiple reinsertion attempts. After replacing the aic, the purge cassette and disk were successfully recognized. The patient outcome is still to be determined as the patient remains on support.

Manufacturer narrative:
There are two associated devices for the reported event. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.